Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and it passed. An attempt was made to charge and boot the unit but it failed as the receiver did not turned on. An attempt was made to download the receiver logs for review but it failed as the receiver did not turned on. The receiver functional test was attempted but could not be performed. The receiver case was opened for an internal visual inspection and it failed as moisture damage was observed. The reported event of overheated receiver was undetermined. A probable cause could not be determined.